Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified abdominal aorta. A 33/7/2/65 equalizer¿ balloon was selected for dilatation; however, during the second inflation, the balloon ruptured. No patient complications were reported and patient's status was good.